Event description:
Emt crew responded to a medical call, pt unconscious and unresponsive on arrival. Disposable defibrillation electrodes were attached to the pt and the device powered on. Reportedly, the device indicated connect electrodes and use of the device was inhibited. The device operator cycled power to the device, removed then reattached the electrodes in an unsuccessful attempt analyze the pt's rhythm. A back up device was made available, and using the same electrodes, an attempt was made to analyze the pt's rhythm. The back up device also indicated connect electrodes. A third device was retrieved, the electrodes were replaced and the pt's rhythm was analyzed. It was determined the pt did not have a shockable rhythm as the pt had a pulse. The reporter stated there was no adverse affect to the pt as a result of device operation due to the non-shockable rhythm. The reporter stated the pt was very hairy and it was unknown if the chest had been shaved before the electrodes were attached.